Event description:
According to the rptr, the attending physician ordered that synchronized cardioversion be performed although the pt was connected only to a pacing cable and pacing electrodes. The defibrillator charged and was mistakenly discharged into the paddles wells in belief that this was the proper configuration for operation. The equipment reportedly failed to successfully cardiovert the pt.